Manufacturer narrative:
D9: product received date 9/24/2024. H3: one device was returned for repair. There was no service history available. Unable to review event log. Conducted incoming performance verification tests and visual inspection. Confirmed customer complaint of error code 41786. Unable to clear error code. Replaced printed wire assembly (pwa) main board. Conducted performance verification tests. Device passed all tests.

Manufacturer narrative:
B3: unknown; month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device alarms error code 41786 after startup. Per reporter, turned off and back on but it still alarms. Per reporter, this is a brand-new device. There was no patient involvement.